Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 2 of 4 on the home choice (hc). The registered nurse (rn) stated that the home patient (hp) disconnected and was reconnected. The technical service representative (tsr) explained the cause of alarm and advised the rn to start over with new supplies. The tsr explained possible exposure to unsterile air. The rn understood and was starting over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported that patient disconnected himself from set; line disconnection (with out proper emergency disconnect procedure) during therapy is a known cause of se 2240 alarm. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. Note: use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors.